Manufacturer narrative:
Sc-1110-02 (sn: (B)(4) device evaluation indicated that the patient was explanted as the device was protruding and pocket pain. The source of the complaint was not determined. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current as a result of faulty insulation. Review of the sterile record found no anomalies. The ipg passed all the required tests and revealed no anomalies.

Event description:
A report was received that the patient's muscular dystrophy was affecting and causing pain at the pocket site. It was also noted that the ipg had grossly protruded over the skin. The patient underwent an explant procedure.

Event description:
A report was received that the patients muscular dystrophy was affecting and causing pain at the pocket site. It was also noted that the ipg had grossly protruded over the skin. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not explanted. No further information could be obtained at this time.

Event description:
A report was received that the patient's muscular dystrophy was affecting and causing pain at the pocket site. It was also noted that the ipg had grossly protruded over the skin. The patient underwent an explant procedure.